Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report antenna icon displayed on receiver for an undetermined duration of time on (B)(6) 2015. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).